Event description:
It was reported that during a superion indirect decompression system implant procedure, during deployment the spacer came apart. The broken pieces were retrieved with forceps and a new spacer was successfully implanted.